Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring on reservoir tube. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call that there was physical damage of insulin pump. Customer reported that there were pieces breaking off from reservoir compartment preventing reservoir from screwing in properly. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.